Event description:
It was reported that the patient had a previous history of bladder infections prior to device implant. The reporter stated the patient "believed" the device was increasing the number of bladder infections she was having after implant. The patient was hospitalized for "on-and-off infections" for some time in (B)(6) 2012. It was unclear if therapy was turned on or off during hospitalization. Patient stated device was turned off when patient was hospitalized for "sometime". Medtronic representative stated "device was not turned off." Device was re-programed and patient felt the stimulation normally in the front pelvic area close to her vaginal area. Reporter stated "there were no malfunctions to the device, the remote or antenna, just lack of understanding/information on behalf of the patient on how any of those devices work/communicate to adjust." Reporter stated the patient "seemed" satisfied with how the device was working and with the level of stimulation. It was noted the patient was currently being treated for another bladder infection.

Manufacturer narrative:
Product ID 3889-28, lot# v864270, implanted: 2012 (B)(6), product type lead, product ID 3889-28, lot# v864270, implanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).